Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the fortrex balloon to treat an arteriovenous fistula. The device was prepped as per IFU with no issues identified. It was reported no resistance was encountered advancing the device, during balloon inflation the balloon burst at rbt (rated burst pressure). The device was successfully removed from the patient. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the fortrex 0.035in otw pta balloon catheter was received for evaluation. No ancillary devices or cine images from the procedure were received. The fortrex balloon catheter was received with a longitudinal tear in the balloon chamber. If information is provided in the future, a supplemental report will be issued.